Event description:
It was reported that the left ventricular lead had dislodged as a result of patient anatomy. The patient was asymptomatic. The lead was explanted and replaced.

Manufacturer narrative:
.